Event description:
The customer received a blood glucose reading of 170mg/dl on the contour next link, re-tested on a different meter and the reading was 55mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned for evaluation. Extra strips were sent to the customer.